Manufacturer narrative:
Returned device was received in used physical condition. During the evaluation of the device, the issue was able to be confirmed. There was leaking from the bottom of the enclosure around the drain fitting. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a cracked case around the drain line and leaking. There were no reported adverse events.